Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® blood collection tube buffered sodium citrate 0.3ml - 0.109m has been found experiencing low draw during use. The following has been provided by the initial reporter: several times this morning, the hematology lab found that the citrate tubes were all from the same batch... (Lot 9056989 expiry date 33/11/2019), for different services (services 4a and ent b). No difficulties of sampling is not reported by the services but there is a spontaneous stop of filling the tube. Haemostasis tests cannot therefore be performed. The departments are notified and the samples are taken again.

Event description:
It has been reported that the bd vacutainer® blood collection tube buffered sodium citrate 0.3ml - 0.109m has been found experiencing low draw during use. The following has been provided by the initial reporter: several times this morning, the hematology lab found that the citrate tubes were all from the same batch... (Lot 9056989 expiry date 33/11/2019), for different services (services 4a and ent b). No difficulties of sampling is not reported by the services but there is a spontaneous stop of filling the tube. Haemostasis tests cannot therefore be performed. The departments are notified and the samples are taken again.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.